Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during programming at follow up visit, the device showed "chamber programming in progress", then could not program anymore. The device status is unknown. No patient complications have been reported as a result of this event.